Event description:
A malfunction with a crack near the charging port was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined support from technical support. No additional information was received regarding the outcome of the event.